Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned they had to charge their implanted neurostimulator every other day. Patient mentioned the implanted neurostimulator was in a bad spot and caused pain when charging because the spinal cord stimulator was right at their hip above their left glute. Patient was looking to do a surgery to move the spinal cord stimulation to a better place, but right now, it hurt every time the patient needed to charge. Patient also said they had a lot of problems when laying on their side because of implant location. Pt said lying on their side cause immense pain and the ins sticks out of their skin on the side. Pt said ins caught on seat and other things. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.